Event description:
A malfunction alarm was reported with code malf 16. No adverse impact to the customer¿s blood glucose level was reported. Technical support assisted the customer with resetting the pump, but when the issue persisted, it was decided to replace the pump. The customer did not have a backup insulin therapy available and planned to consult their healthcare provider. They were instructed on how to put the pump into storage mode and agreed to return the malfunctioning pump using a prepaid label within 10 days.